Event description:
It was reported that the nut that holds the aiming arm onto the insertion handle for a 3.5mm variable angle lcp proximal tibia plate stripped out and broke. This event occurred after a demonstration at a physician's office. There was no procedural or patient involvement. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary -- one aiming arm for 3.5mm va-lcp proximal tibia plate, part number 03.127.009, was received with the complaint category of ¿broken procedural step unknown.¿ the complaint condition is confirmed as the aiming arm connecting screw was received broken with the distal threads stuck in the insertion handle. The designs were found to be sufficient for their intended use when used and maintained as recommended. It was determined that it is most probable that the complaint condition is a result of the method of use and maintenance of the device. Further evaluation shows that these devices are part of the 3.5mm va-lcp proximal tibia plate system intended to treat fractures of the proximal tibia. During use, the insertion handle attaches directly to the plate. The universal aiming arm is then attached with the aiming arm connecting screw component to the proximal end of the insertion handle for screw insertion. This information is provided per the 3.5mm va-lcp proximal tibia plate system technique guide. The returned aiming arm was received with scraping on both sides of the right plate insert which houses the connecting screw. The inside surface, which mates with the insertion handle, is scraped as well. The connecting screw head is broken off such that approximately 2mm of the unthreaded portion remains. The distal portion of the connecting screw is stuck approximately halfway threaded into the insertion handle and slightly bent. The shaft of the connecting screw is severely scraped. The balance of each device is in good condition. Thus, the complaint condition is confirmed but could not be replicated since the aiming arm is already broken. A review of the current design drawing and the current connecting screw component drawing was performed. No drawing issues or discrepancies were noted and the designs were found to be sufficient for their intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The returned condition is consistent with excessive shear forces during insertion and attempted removal of the connecting screw. The jammed condition of the distal connecting screw is consistent with having been forcibly cross threaded. The shaft of the connecting screw is severely scraped and there is some scraping on the insertion handle which is consistent with attempts to remove the screw with pliers or a similar instrument. Thus, although the root cause cannot be definitively determined without additional information regarding the conditions at the time of the damage and break, it is most probable that the complaint condition is a result of the method of use and maintenance of the device. The design is adequate for its intended use and did not contribute to the complaint condition. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.